Event description:
It was reported that patient underwent a left knee revision due to pain and implant fracture.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown femoral catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of being implanted (wear/discoloration) and the post has fractured off. Sem analysis shows evidence of possible light wear, burnishing, and/or abrasions on both condyles that are consistent with in-vivo use. The post fracture was caused by overloading possibly exacerbated by impingement from the intercondylar notch of the femoral component during high flexion, resulting in repeated bending and fatigue fracture of one or more post fragments from the bearing. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.